Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, sinus perforation, inadequate bone quality/quantity, mobility. Polytrauma with pronounced midface fracture.